Manufacturer narrative:
A ge service representative performed an on site investigation. The system was rebooted and the stated failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that when the fluoro button as released on the 9900 system, it seemed like the system continued to fluoro. All lights came on the main frame which indicated a reboot. There was no report of operator or patient injury.